Event description:
It was reported that insulin was not being delivered from the cartridge with multiple cartridges. Customer's blood glucose level was 500 mg/dl. Reportedly, a supply change was performed to address the issue and insulin delivery resumed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.